Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close. Block h11: the returned coredx biopsy forceps was analyzed. Visual and microscope inspection observed the links were detached, and core wire attached was broke. Due to the device condition, functional test cannot be performed to determine if the device did not have smooth movement. With all the available information, boston scientific concludes the reported event was confirmed. Because the links were detached, the jaws cannot open and close. Additionally, the core wire attachment was broken, causing the links to not function correctly. This issue could have occurred due to excess manipulation against this unit. It is most likely that as part of the device manipulation during the procedure, an excess of force was applied to the device such as during insertion through another device, or by the interaction with the scope. Due to these conditions, the jaws were not able to close. Therefore, all compiled information on this investigation determines that the most probable cause is "adverse event related to procedure" since the evidence shows that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a coredx? Was used in the lung during a biopsy procedure performed on (B)(6) 2025. During the procedure, when the cup was opened at the target site and the handle was gripped, the jaws failed to close. The pull wire appears to have become separated. Another coredx? Was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a coredx? Was used in the lung during a biopsy procedure performed on (B)(6) 2025. During the procedure, when the cup was opened at the target site and the handle was gripped, the jaws failed to close. The pull wire appears to have become separated. Another coredx? Was used to complete the procedure. There were no patient complications as a result of this event.